Manufacturer narrative:
Though no medical/ surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/ surgical intervention to preclude impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr par 803. The 1:5 estylus did not exceed acceptable maximum temperatures during use but contained significant debris buildup and gear wear inside of the head cavity. A lack of lubrication was noted.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.